Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 234 mg/dl (aviva) and 99 mg/dl (doctor's meter). No adverse event reported. Return of suspect device was requested and replacement was sent.